Event description:
It was reported that the procedure was performed to treat a moderately calcified left posterior tibial artery. The spartacore guide wire was used without issue; however, at the completion of the procedure, the guide wire was removed with some resistance felt against the unspecified delivery catheter. Upon removal, it was noted that the spartacore guide wire coils had stretched; however, the device remained in one piece. The entire device was removed and there was no adverse patient effect or clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents/complaints from this lot. The investigation was unable to determine a conclusive cause for the reported difficult to remove; however, the reported stretched coils appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.